Manufacturer narrative:
Other: hose assembly.

Event description:
It was reported by service report that the power pro is leaking fluid. It is unk if there was pt involvement or if there are adverse consequences to report.